Event description:
It was reported that four (4) small volume folfusor leaked from an unspecified location. This was observed before patient use. The device was filled with 3500 mg fluorouracil in 115 ml of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address and phone: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between november 25, 2024 ¿ november 26, 2024. H11: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed, and white drug powder at the blue winged luer cap and fluid inside a yellow bag were observed which indicates a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.